Event description:
It was reported that the pt had a fluid build up around his device that started in the beginning of (B) (6) 2010. The pt was on oral medication for this issue. The pt said his symptoms were relieved and therapy was working well, other than the swelling. Add'l info from the hcp indicated the pt experienced an infection. The entire system was explanted on (B) (6) 2010. The pt recovered without sequela. The pt stated having surgery on (B) (6) 2010, but did not report the specific reason. Please see MFR. Report # 3004209178-2010-03337.

Manufacturer narrative:
(B) (4).